Event description:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the ECG could not be measured. The fse evaluated the device onsite and determined the software needed to be reloaded. The device¿s software was reloaded and the device was returned to full functionality. The device remains at the customer site. No further action is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a software issue. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.